Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) and stent. The balloon was tightly folded with stent impressions between the markerbands. There was contrast in the inflation lumen. Microscopic examination and tactile inspection presented no damage or irregularities in the inner or outer shafts. Microscopic examination presented no damage or irregularities to the tip and to the balloon. Microscopic examination presented no damage or irregularities to the balloon. The stent was received detached from the balloon. Majority of the stent was damaged with bent and flared struts. Microscopic examination presented no damage or irregularities to the markerbands. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the saphenous vein graft (svg) to the diagonal artery. A 12x3.50 rebel stent was advanced but was unable to cross the lesion. The physician pulled and re-advanced the device to the lesion however it was noted that the stent was mangled. The device was removed but the stent fell off the stent delivery system (sds) balloon. The procedure was completed using another of the same device. No patient complications were reported and the patient was healthy.

Event description:
It was reported that stent dislodgement and stent damage occurred. The target lesion was located in the saphenous vein graft (svg) to the diagonal artery. A 12x3.50 rebel stent was advanced but was unable to cross the lesion. The physician pulled and re-advanced the device to the lesion however it was noted that the stent was mangled. The device was removed but the stent fell off the stent delivery system (sds) balloon. The procedure was completed using another of the same device. No patient complications were reported and the patient was healthy.